Event description:
It was reported that the intraocular lens (iol) implanted in the patient's left eye was explanted due to halos and starbursts at night. The patient was unable to drive at night and was unable to tolerate her night vision at all since lens was implanted. The patient had a an intraocular lens implanted in her right eye that was additionally explanted and a separate MDR is being filed for this companion lens explant.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling of the lens in a non-sterile environment. Also, lens returned cut in two pieces and with two haptics broken that could be related to the handling of the unit during the explant process. The product did not meet the acceptance criteria. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The ''yes'' box in device evaluated by MFR was not checked in the follow-up MDR# 1. Correction is being submitted. All pertinent information available to abbott medical optics has been submitted. Placeholder.